Event description:
It was reported that when attempting to interrogate the pacemaker in the box, radio frequency telemetry was unavailable. Device was set aside for about two months to allow the radio frequency to rebuild. The sales team attempted to use radio frequency telemetry again but was unsuccessful and noted that only inductive telemetry was available. Device was not used.